Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/23/2016 that on (B)(6) 2016 the receiver had an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No data available for review. The reported event of intermittent antenna icon could not be determined. The root cause could not be determined.